Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use that the cardiosave intra-aortic balloon pump (iabp) sealing ring at the interface of the helium cylinder was lost when the customer replaced the helium cylinder. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields-: b4, g3, g6, h2, h11. The complaint record is downgraded as the parent complaint is duplicate of trackwise record (B)(4) hence need to cancel this record. No additional reports will be sent for this mfg report number 2249723-2025-0001020.